Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2014. Revision of optetrak knee components due to defect of tibial positioning. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Event description:
Index surgery: on (B)(6) 2014. Revision of optetrak knee components - reason not reported. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record.